Event description:
It was reported that during use of the needle 16ga 1-1/2in there was an issue with the needle breaking. The following information was provided by the initial reporter, translated from french to english: despite the proper installation of the pumper on the syringe for treatment preparation, the needle then split in two: between the syringe and the needle body, at the piston.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 300637 lot 190802 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the needle 16ga 1-1/2in there was an issue with the needle breaking. The following information was provided by the initial reporter, translated from (B)(6) to english: despite the proper installation of the pumper on the syringe for treatment preparation, the needle then split in two: between the syringe and the needle body, at the piston.